Event description:
This customer reported that they were unable to acquire a 12 lead ECG on a pt. They got dashed lines indicating no leads ECG input. There was no negative pt impact. This investigation remains open.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire a 12-lead ECG on a pt. They got dashed lines indicating no leads ECG input. There was no negative pt impact. This investigation remains open. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.